Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Portions of lead was returned. The extraction stylet was stuck in tip section. The distal end part appeared to be severed or cut and the tip section proximal end appeared to have been pulled torn or cut. The x-ray showed stretching of inner coil in tip section. Laboratory analysis confirmed reported allegation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the device changed out, this right atrial (ra) lead was pulled apart when the locking stylet was inserted. Additional information was obtained indicating that the conductor coil was pulled apart. This lead was explanted. No adverse patient effects reported.